Event description:
As reported by the user facility: details of complaint (reported issue): presence of debris that appears to be embedded in the plastic of the drip chamber. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Investigation results: one (1) unused sample was provided for evaluation. A visual evaluation along with a comparison against drawing was conducted. After confirming the set to be assembled within internal specifications, a spec was observed in the drip chamber. Further investigation was requested to be conducted by the vendor. Investigation from the supplier confirmed that the root cause of the embedded black spots in the drip chambers was identified as degraded soft pvc material occurring during the injection molding process. To prevent recurrence, an extra cleaning of the plasticization group of the molding machine was performed to eliminate any residual degraded material. This corrective action has been verified, with no further defects observed in subsequent production.